Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed vessel of the internal carotid artery. The filter of the emboshield nav 6 embolic protection system (eps) was deployed in the intended location. However, after the balloon was expanded, the filter moved from its location and affected the release of the stent. The emboshield eps was therefore removed from the anatomy without issues. Following removal, the tip of the barewire was noted to be unraveled. The emboshield eps was replaced with another same device to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported migration was unable to be tested as it was based on case circumstances. The reported wire break was not confirmed; however, there were stretched coils noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the unspecified balloon expandable stent (bes) was advanced too close to the nav6 filter during deployment causing the filter to move when the balloon was inflated. Additionally, the damage/stretching to the barewire coils likely occurred during removal from the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.